Event description:
When the device polarity was being changed from the unipolar configuration to the bipolar configuration, an error message 'no memory' appeared on the programmer screen. This device was not used for the implantation.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Analysis is pending.